Event description:
The needle did not retract all the way, causing the clinician to receive a needle stick injury while disposing of the needle. The reporter has been contacted multiple times regarding additional info concerning this incident, and the reporter has not responded at this time.